Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, a medial central gap, restricted posterior leaflet, and a 4.8 cm transseptal puncture. A mitraclip xtw was inserted and advanced to the mitral valve. While passing and steering into the ventricle, the clip changed its rotation and orientation significantly. Due to the many independent movements, the clip was removed from the patient. It was noted that the clip delivery system (cds) had been curved to approximately 100 degrees during the procedure. The procedure was completed with two clips implanted. The mr was reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movements of the device. The reported instructions for use (IFU) deviation could not be replicated in a testing environment as it could be related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, a cause for the reported unintended movements of the device felt during the procedure could not be determined. Based on available information, the reported instructions for use (IFU) deviation was associated with the user curving the clip delivery system (cds) more than 100 degrees. It should be noted that the mitraclip g4 clip delivery system and steerable guide catheter IFU states, ¿rotate the dc handle to align the clip arms perpendicular to the line of coaptation. Do not rotate the clip more than 90 degrees in each direction.¿ there is no indication of a product quality issue with respect to manufacture, design, or labeling.